Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) coil and the rv coil impedance was fluctuating from normal values to out of tolerance readings. The patient alert was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.